Event description:
It was reported that the downstream occlusion seal and the air sensor were unattached and were falling off during testing. There was unknown patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a delaminated downstream occlusion seal. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.